Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation summary: material #: 251267, lot/batch #: 2060539. Bd received samples for investigation. The samples were evaluated and contamination was observed in (B)(4) of the (B)(4) samples returned. No issue was found in retention samples. No trend. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for contamination. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ mueller hinton chocolate agar catalog number 221802 which has 510k number k760459.

Event description:
It was reported that while using plate chocolate ii agar 100 ea contamination was observed by the customer. This event occurred 300 times. There was no report of patient impact. The following information was provided by the initial reporter: "the media was found to be contaminated."